Event description:
Spoke with (B)(6) at dr (B)(6) office and let her know pt is in great pain and spoke of suicide and that I encouraged him to call office for something in the meantime, and they are waiting for paperwork and ready to fill it out quickly. Spoke with pt and his comment about suicide was out of frustration for the pain he is having and the length of time that the paperwork may take. Encouraged him to reach out to md to see if there is something he can give him in the meantime as well as to tell the md know to fill out the paperwork as quickly as possible.